Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using the mcot device with universal patch configuration.the patient experienced a rash and blisters/welts.the patient did seek medical treatment for the skin irritation and was prescribed an oral anti-inflammatory prescription medication to the treat the irritation. The patient did take a break or discontinue service due to the skin irritation.the patient confirmed following the recommended skin preparation steps.the patient did not report having any skin sensitivity/allergies.the universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using the mcot device with universal patch configuration.the patient experienced a rash and blisters/welts.the patient did seek medical treatment for the skin irritation and was prescribed an oral anti-inflammatory prescription medication to the treat the irritation. The patient did take a break or discontinue service due to the skin irritation. The patient confirmed following the recommended skin preparation steps.the patient did not report having any skin sensitivity/allergies.